Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). The technical error codes were confirmed but ventilator logs could not be retrieved from the ventilator. The ventilator software was reinstalled and the ventilator then passed pre-use check and was cleared for clinical use again. No parts were replaced. The root cause of the reported technical error codes has not been determined.

Event description:
It was reported that when the ventilator was turned on, technical error codes indicating communication error and internal temperature too high were generated. There was no patient involvement. Manufacturer's ref #: (B)(4).